Event description:
The physician attempted arteriotomy closure with the closer tsl6 fr. Device. The arteriotomy was closed but was oozing so the physician placed an angio-seal device in the groin. Pt's oozing subsided with the angio-seal placement. The pt was discharged but returned later to the family physician complaining of discomfort in the groin. The family physician instructed pt to place a warm compress on the groin. The discomfort did not subside so pt went to the ER, later in 2001, with other complaints of not feeling well. The pt developed septicemia and expired. The cath lab staff informed the perclose rep that the pt had a colostomy which may have leaked into the groin access site. The physician was reluctant to give the perclose rep add'l info, but it was his belief that the perclose device was not at fault.